Event description:
The user received an erroneous creatinine result for one pt plasma sample. The initial result was 0.4 mg per dl, repeat result on the same day was 8.6 mg per dl. No other pt samples were affected. The erroneous result was not reported. The pt was not adversely affected. The field service representative determined the sample type to be the cause and adjusted the sample discard to discard 75ul on plasma samples. To verify the analyzer performance, he ran performance tests.